Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 03, 2020 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a malignant stenosis in the trachea during a tracheal stent implantation procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the deployment suture was pulled back but the stent was not fully deployed. The stent was removed from the patient partially deployed. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.